Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. This MDR is submitted retrospectively following an internal review.

Event description:
The user reported persistent high ambient light alerts resulting in an early sensor removal. Customer care verified the alerts in dms and guided the user through a transmitter reset. Later, the alert reappeared after the transmitter was reset. Instructions were provided for completing a diagnostic upload. Following the review, a sensor replacement was approved due to system performance issues.